Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device clock was incorrect. It was also noted that the right ventricular (rv) lead exhibited variable r waves. Both the ipg and lead remain in use. No patient complications have been reported as a result of this event.